Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00069 on 17feb2023. Additional information (16mar2023): an outside of united states (ous) customer reported a falsely depressed ecre_2 patient result (1 patient) obtained on an atellica ch 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Based on photometer and result monitor data, there was no indication of reagent delivery or foaming issue that occurred. The cse performed an assay test protocol (atp) and dmix but the result had failed. It was noted that there were water drops on the dilution wash probe so pump p18 (for dilution wash probe 1) was replaced. This resolved the issue. The cse also noted that there were sample not aspirated errors on the dilution arm. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of united states (ous) customer reported a falsely depressed ecre_2 patient result (1 patient) obtained on an atellica ch 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and replaced the d-mixer. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed ecre_2 patient result (1 patient) was obtained on an atellica ch 930 instrument. The initial result was reported to the physician(s). A new sample was used to perform repeat testing on an alternate atellica ch 930 instrument. The repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 patient result.